Manufacturer narrative:
Medtronic received additional information that the reason the 36mm mitral annuloplasty ring was not used was due to the patient's native valve exhibiting central mitral regurgitation. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 36 mm mitral annuloplasty band was implanted and explanted and replaced with a 27 mm mitral bioprosthetic valve during the same procedure for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Added device manufacture date. If information is provided in the future, a supplemental report will be issued.